Event description:
Caller reported an error with their continuous glucose monitor (cgm) labeled as error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, which resolved the issue as the error did not reappear, and they successfully started a new sensor session.